Event description:
It was reported that two proultra endo tips separated on the same patient. The reporter indicated that there was no patient injury.

Manufacturer narrative:
Several unsuccessful attempts were made to obtain the device for evaluation.